Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Open receiver, detached u1 pcba, and retrieve the receiver download. Functional testing and try it test were unable to run because of perpetual rebooting. Measure the speaker resistance. Speaker resistance within specification. The reported event of no audio output was not determined. A root cause could not be determined.